Event description:
Healthcare professional reported right side rupture and "lymph node". The device remains implanted.

Manufacturer narrative:
The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: rupture; "lymph node".

Event description:
The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h6.

Manufacturer narrative:
Clarification to b3 date of event: partial date october 2024. A review of the device history record has been completed. No deviations or non-conformances noted. The events of "lymphadenopathy", "pain", and "paresthesia" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Reason for reoperation: lymphadenopathy; rupture; pain; "burning sensation".

Event description:
Patient reported right side "implant rupture" and "lymph node". Healthcare professional later confirmed right side rupture and "lymph node". Patient later reported "pain" and "burning sensation". Device remains implanted.